Manufacturer narrative:
The insulin pump was received with operating currents within specification. Unable to prime unit during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion, excessive no delivery tests or verify motor error alarms due to prime anomaly. The motor was tested outside the device and passed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose, and she was treated with manual injections. It was stated that the events leading to her admission was pulmonary embolism. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The caller also mentioned that the device alarmed motor error more than once within a month. Ran a displacement test and passed. Advised that the insulin pump is replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently. It is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.